Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "mvc" and "invagination of implant capsule with partial linguine and keyhole sign". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported events rupture was received on jul 15, 2025, with lot number 3381143. Based on the product analysis performed, the assessments of the complaint codes are: rupture: not observed. As per the investigation procedure, deformation and crease were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "mvc" and "invagination of implant capsule with partial linguine and keyhole sign". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported "mvc" and "invagination of implant capsule with partial linguine and keyhole sign". This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "mvc" and "invagination of implant capsule with partial linguine and keyhole sign". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, d6a, d9, h3

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.